Manufacturer narrative:
H3, h6: the real intelligence cori, rob10024, serial number (B)(6) intended for used in treatment was not returned for evaluation. A visual or functional inspection could not be performed and the reported problem could not be visually or functional confirmed. The submitted screenshots do not provide relevant information related to the cori console display. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a contributing factor may be associated with the prior case shutdown process. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that, upon turning on the new console before a cori procedure, the blue user manual appeared on the console. They performed a hard reboot, which resolved the issue. This was prior to starting any cases. No patient was involved. No other complications were reported.